Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection was performed to the photographs, however, the issue was unable to be verified from the photographs provided. Therefore, the reported condition was not verified. A batch review was conducted and it was found that there was a leak test failure during manufacturing. The leak was located at the weld point next to the add port. To resolve this issue, the potentially affected units were scrapped. Should additional relevant information become available, a supplemental report will be submitted.